Event description:
It was reported that via (B)(4) a patient alert for at/af was triggered. A single nsln was also noted. Review of the nsln showed no noise on the lead, but oversensing of signals. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.